Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed via chest x-ray that the cardiomems sensor migrated from the pulmonary artery to the right ventricle. Upon review of merlin.net, readings were able to be taken subsequent days after the event. The site will continue to use the readings as an edp sensor.